Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient is not responding to sound on the left side (as confirmed in soundbooth), the recipient is bilaterally implanted. There was no report of accident or trauma. Re-implantation was scheduled but was postponed as the recipient had other medical needs that needed to be resolved before the surgery could take place. The recipient was explanted.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient is not responding to sound with the device. There was no report of accident or trauma.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). Additonal information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered, but so far no date for explantation has been scheduled.

Event description:
Patient is not responding to sound on the left side (confirmed in soundbooth), the patient is bilaterally implanted. There was no report of accident or trauma. Re-implantation was scheduled but was postponed as the patient has other medical needs that need to be resolved before the re-implantation can take place.